Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and there was iol malfunction. The iol exchanged for company lens of different model approximately 4 months following the initial procedure. Additional information will be requested, but further no information was available.